Event description:
It was reported that a system monitor functional checkout was requested and the display screen required calibration.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor display screen requiring calibration was not confirmed. The system monitor was tested over several days with no issues observed. Throughout testing the system monitor supported the test system without issues. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 15jan2008 and shipped on 05mar2008. The system monitor was manufactured on 14dec2007. A review of the device history records showed no deviations from manufacturing or quality specifications. The heartmate ii instructions for use revision b section 2.5.8 states if the system monitor does not function, contact the company for assistance. No further information was provided. The manufacturer is closing the file on this event.